Event description:
The pt underwent revision surgery with restoration gap acetabular shell in 1997. In or about 2000, allegedly felt a "popping". Allegedly was informed that the restoration gap acetabular shell fractured and broke requiring another revision."